Manufacturer narrative:
Patient weight was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a hemorrhagic stroke on (B)(6) 2022 around 10:00 pm. Left ventricular assist device (lvad) speed increased by 200 rotations per minute (rpm) around 12:00 pm. Log file review captured routine events although a speed increase from 6400 rpm to 6600 rpm noted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was experiencing garbled speech, right gaze preference, and left sided weakness. Emergency medical services took the patient to the local hospital where a computed tomography (CT) scan revealed a large right frontal hemorrhage with extension to the subarachnoid space and ventricles in addition to midline shift. Vitamin k and mannitol were administered. Neurology deemed the patient a non-surgical candidate. It was noted that the there were no changes to patient condition or anticoagulation status that would have contributed to stroke.